Event description:
End user reporting that recently they had work done on the chair by numotion. They are unhappy with the quality of the work that was done. They are stating that the battery straps are not holding the battery down and that the technician stuffed some sort of paper down in the unit to hold the batteries in. They also requesting to have the bearings replaced in the chair, and they are stating the bearings look and feel untouched based on how the chair is running.